Manufacturer narrative:
A ge representative evaluated the system, but has not reported the results.

Event description:
The customer reported the system will not boot up. No patient injury was reported.